Manufacturer narrative:
Product was not removed. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/14/2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort and elevated ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 09/14/2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort and elevated ion levels. Adding the head and liner to the complaint.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/02/17 ((B)(4)) pfa and medical records received. After review of pfs and medical records for MDR reportability, alleges hip clicking (mechanical sound) about 2-1/2 years after implant, becoming ever increasingly and unbearably painful, metallosis, pseudotumor, bone and muscle necrosis. Indications for revision noted pain, sensations of instability, MRI identified large mass about the hip, very vertically oriented acetabular component, extremely elevated chromium levels and possible metallosis or osteolysis. Operatively, revising surgeon noted upon entering the fascia, a "very large mass...dark gray colored...appeared fluid filled" of 16 x 7 cm size. Identified metallosis debris on femur and beneath acetabular component. Femoral component was well-fixed. No stated muscle or bone necrosis, nor osteolysis. No metal ion labs available within the medical record to corroborate statement of elevated chromium. No prod/lot available. Metallosis, instability, elevated ions, and implant malposition (cup) harms added to complaint.

Event description:
Patient was revised to address impingement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.